Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data : h.3., h.6. Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, a crease fold, and red particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.